Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694765, lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported by a patient family member that the patient's implantable cardioverter defibrillator (ICD) provided four shocks to the patient. The patient's family member called the clinic and the shocks were not seen by the nurses on transmissions, so another transmission was sent which the physician was going to review. Follow up was conducted with the physician's office to no avail. The patient reported shaking, pain around legs and jumping muscles. The device remains in use. No further patient complications have been reported as a result of this event.